Event description:
It was reported the patient had died and it appeared that the lead had fractured. The manufacturer's representative added that it appeared the lead integrity alert had triggered after a ventricular fibrillation episode. There is no allegation from a health care professional that the death was device related. Additional information received later from the physician reported the cause of death was ventricular arrhythmia and the death was related to a malfunction of the lead system. Physician reported "patient had known cardiomyopathy and multiple previous ICD shocks for vt/vf. Lead fracture detected post mortem."

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. It is not known if the lead was explanted post-mortem. The cause of death has been requested but has not been received. Evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data review noted the rv (right ventricular) and atrial impedance measurements were steady. The lifetime ventricular sic (sensing integrity counter) was 553, and all counts occurred in 2009. The lead integrity alert was installed, and the conditions needed for lia trigger were present.

Event description:
It was reported the patient had died, and it appeared the lead had fractured. The manufacturer's representative stated that it appeared the lead intrigity alert had triggered after a ventricular fibrillation episode. The cause of death has been requested but not received.